Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the intraocular lens (iol) there was a strong scratch when looking at the lens centering, so the lens was exchanged.

Event description:
Additional information received and stated that the strong scratch was observed before the lens implantation.

Manufacturer narrative:
Additional information provided in a.2., a.3.a., a.4., a.5., a.6., b.5., h.3., and h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The lens was returned in a qualified company cartridge. Inadequate viscoelastic was observed in the cartridge. The trailing haptic was extended. The lens was misfolded, pressed up against the roof of the cartridge. The leading haptic was extended. The lens and haptic positions would indicate a plunger underride occurred. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable result. The lens was removed during cleaning. One haptic was cracked. No scratches were observed. Due the underride, a scratch may have been assumed. A qualified cartridge was used. It is unknown if a qualified handpiece and viscoelastic were used. The root cause for the reported complaint appears to be related to a failure to follow the instructions for use (IFU). This lens was not implanted. The lens was returned positioned incorrectly in the cartridge. Inadequate viscoelastic was observed in the cartridge. The trailing haptic was extended. The lens was misfolded, pressed up against the roof of the cartridge. The leading haptic was extended. The lens and haptic positions would indicate a plunger underride occurred. The cartridge had evidence of placement into a handpiece. Topcoat dye stain testing was conducted with acceptable result. The lens was removed during cleaning. One haptic was cracked. No scratches were observed. Due the underride, a scratch may have been presumed. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in d.10. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.